Event description:
It was reported that dissection occurred, requiring additional intervention. A 6.0 x 100mm ranger drug coated balloon was selected for use. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 5.2 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 230 mm lesion length and 80 % stenosis and classified as tasc ii a lesion. Treatment of target lesion was performed by dilation using 6 mm x 200 mm and 6 mm x 100 mm ranger drug coated balloons. During the treatment of the lesion, a grade b dissection occurred as a result of the 6 mm x 100 mm ranger drug coated balloon. A 6 mm x 60 mm eluvia drug eluting stent was placed to treat the dissection. The final residual stenosis was noted to be 10%. On 07-apr-2026, the event was considered resolved and on the same day, subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2 - age at time of event: patient age 48 years old (at the time of enrollment). A4 - weight: 87.5 kg.